Manufacturer narrative:
B3: event date is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had contacts that presented impedances out of range. They were undergoing a system revision where a new implant and leads were going to be implanted due to this, however the physician reported resistance to pull out the leads from the epidural space and was able to just remove them partially as they were concerned with the potential risk of bleeding or "liquoric" fistula. They tried making an incision at the vertebral entry point to ensure a straight angle to pull the leads, however they reported an important resistance to traction. Thus, they decided to preserve the lead fragments in the patient before a more precise image could be taken to assess if it was possible to completely remove the leads in a new procedure. Nothing was noted to have possibly led to the issue. A CT scan and a chest x-ray will be performed to evaluate the possibility of totally explanted the remaining leads. The issue was not resolved at the time of report. It was noted that due to not completely removing the old leads, their current system was not MRI compatible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received regarding the cause of the difficulty explanting the leads reported that the ¿physician assumed the patient had an important fibrosis on the epidural space probably due to growth of conjunctive tissue.¿ it was noted however that the patient had not returned for the follow-up with the designated physician, so no imaging results were available at the time of follow-up. Additional information received stated that the out of range impedances were ¿high;¿ however, precise values were not available. Regarding the cause of the out of range impedances, the physician ¿assumed it was normal wear and tear due to the implant time.¿ no further complications were reported or anticipated.